Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to excessive force in combination with rotational movement or pre-damage (e.g. Due to corrosion). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using a grasping forceps, shark teeth, 7 fr., semiflexible, the forceps would not close. The forceps was removed, and it was noted that one of the screws was loose, and the other screw was missing. The user inspected the uterine cavity under the hysteroscope, and the screw was not seen. The staff searched the area but did not locate the missing screw. The sheath tube was flushed after the procedure and there were no screws found. The therapeutic procedure (endometrial polypectomy) was completed with a similar device. There was minimal delay and a patient under general anesthesia at the time of the event. There was no patient harm associated with the event.

Manufacturer narrative:
The device was sent to a third party for repair; therefore, the customer¿s allegation could not be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.